Event description:
It was reported the pointer is about two inches off. New stylus pen was tried and also calibration, but both failed to resolve the issue. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
Product event summary: analysis confirmed the stylus/overlay will not stay calibrated; overlay/bezel assembly found out of electrical specification. Analysis also found the programmer display screen was blinking/flickering intermittently. System error found in the programmer error log.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.